Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the bilateral lower leg paralysis event was confirmed. The event is most likely anatomy related due to the thoracic dissection was proximal to the anchors of the aortic body, hence is not a device failure but is procedure related, the aortic neck was off label at 81 degree angulation, should be less than or equal to 60 degrees and the physician thought the artery of (B)(6) was covered which contributed to the paralysis. The final patient status was discharged on the second postoperative day under surveillance. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device codes; remove 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, the patient presented with partial paralysis and a postoperative aortic dissection that may have occurred upon stent placement, which extends to the left subclavian. The physician believes that the artery of adamkiewicz was covered at initial implant, which would have contributed to the paralysis. Currently, the patient is reportedly using a wheelchair and crutches but the physician states that the patient's condition should improve. The physician will continue to monitor the patient.